Manufacturer narrative:
H10: manufacturing review: a review of the DHR was performed. This lot was inspected per applicable finished production/ inspection procedure and it passed all inspections. No nonconformance issues were found. No nonconformance issues were found. Investigation summary: the device was not returned for evaluation. Images and medical records were not provided for review. Therefore, the investigation is inconclusive for the alleged frayed guidewire as no objective evidence has been provided to confirm any alleged deficiency with the guidewire. The definitive root cause could not be determined based upon available information. It is unknown if clinical/manufacturing/shipping procedures issues contributed to the reported event. Label review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate. H10: g4. H11: h6, d10. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during port placement, the guidewire allegedly got stuck through the introducer needle. It was further reported that upon removal, the guidewire was allegedly frayed. It was further reported another introducer needle and guidewire were used to complete the placement of the initial port. There was no reported patient injury.

Manufacturer narrative:
The lot number for the device was provided. The device history records are currently under review. The return of the device is pending. The investigation is currently under way. (Expiration date: 02/2021).

Event description:
It was reported that during port placement, the guidewire allegedly got stuck through the introducer needle. It was further reported that upon removal, the guidewire was allegedly frayed. It was further reported another introducer needle and guidewire were used to complete the placement of the initial port. There was no reported patient injury.